Manufacturer narrative:
(B)(4) e1: full establishment name - (B)(6). G2: foreign - event occurred in russia. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to international shipping restrictions regarding medical devices from that particular country. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of a procedure, the juggerstitch was tested on a silicone meniscus. When attempting to insert the first implant, very heavy pressure on the implant's trigger had to be used and pushing out the first implant was difficult. The user heard a creaking sound as the first shot was attempted and eventually the first anchor came out, but was noted to be very thick, frayed, and short. Installing the second anchor required less effort; it looked better and was noted to be longer than the first, thinner, and smoother. When tightening the anchor, it was noted to be reluctant to take shape, requiring some effort and felt as though it's not tightening properly and was trying to come out without deforming. Attempts have been made and no further information has been provided.